Event description:
It was reported that the customer had blood glucose levels of 43mg/dl. It was also reported that when he was trying to insert the infusion set the whole needle came out, not allowing him to use the set. Customer declined troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.